Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that when the physician attempted to advance the wire in the left atrium with a pfa catheter it was unable to advance or retract. The catheter and wire were both removed simultaneously. Damage was sustained to the catheter during the removal. A new pfa catheter was used to complete the procedure. No patient injury.